Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.5ml 29ga 1/2in 7bag 420cas jp had a scale marking issues. The following was reported, "the scale or inside of the scale was blurred/dirty."

Manufacturer narrative:
Investigation: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the scale or inside of the scale was blurred/dirty. The returned syringe was examined and exhibited a jammed stopper in the barrel. No defects were observed on the scale markings. CAPA (B)(4) has been opened to address this issue. A review of the device history record was completed for batch# 8226928. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for missing print. There was one (1) notification [(B)(4)] noted for missing zero line. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper). Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity.

Event description:
It was reported that a syringe 0.5ml 29ga 1/2in 7bag 420cas jp had a scale marking issues. The following was reported, "the scale or inside of the scale was blurred/dirty."